Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incontinence. The patient reported that their first implantable neurostimulator (ins) was not working because of regular maintenance and battery depletion, which was why it was replaced. It was indicated that the battery depleted and the patient experienced worsened symptoms. No further complications were reported or were expected.